Event description:
It was reported that the pt had bilateral hip surgeries on (B)(6) 2009. Since then, pt complains of on and off pain in both hips. MRI and testing have shown fluid build up in both hip joints. The toxic liquid has caused the bone to deteriorate. Pt will undergo aspiration of both hips next week. His surgeon has scheduled him for revision surgery on (B)(6) 2012 for both hips.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.